Event description:
Silicone breast implantation 12/78. Began noticing fatigue, allergy-like symptoms and insomnia which did not improve with thyroid therapy, hormonal therapy, sleeping pills, or anti-depressants. Developed severe chest pain (EKG's negative) and cognitive impairment with mental fogginess, forgetfullness, poor concentration. Also developed myalgia-like pains in arms and legs with numbness and tingling and severe digestive problems, malar erythema and telangiectasias. Explantation done 11/93. Symptoms not yet resolved. Rptr has been unable to work for past 15 months due to health problems.